Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode of loss of capture resulting in the patient to experience dizziness. Device data was sent to rhythmcare for review. Rhythmcare then recommended programming the rhythmiq feature off at the next follow up appointment. This device remains in service. No adverse patient effects were reported.